Manufacturer narrative:
(B)(4) h6: proposed component code: mechanical (g04) - provisional bottom. Visual examination of the provided photograph found it to exhibit signs of repeated use and is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, the tibial articular surface provisional instrument fractured during the trialing process. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.